Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction

Manufacturer narrative:
The device was not returned to zoll for evauation; however, the data file was provided for the review. The customer's report was not replicated or confirmed. It is recommended to evaluate the device. The dveice has not been returned to zoll for evaluation. No trend associated with reports of this type.